Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up) has been confirmed. Upon investigation the monitor would not power on. The cause for the failure was a high voltage capacitor that broke away from defibrillator pca causing damage to the low voltage circuitry and the converter to draw excess current. The damage to the low voltage circuitry caused the power supplies to short which intern caused thermal damaged in the monitor. There was evidence of extreme physical abuse on the monitor. The root cause for the broken capacitor is physical abuse. Device evaluation of belt sn (B)(4): the electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. As received, the belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. In addition ther was no gel released from the electrode belt indicating that there was no treatment event.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power up and a patient alleged a shock form the device. The patient reported hearing a loud noise from the device and alleged a shock from the device. The patient had a bruise under the therapy pads after the event. The patient did not seek out medical intervention for the bruise. The ECG strips and device software file data are not available for review at this time due to the inability of the monitor to power on. There is no indication that the patient received a serious injury.